Event description:
Customer reportedly obtained results of "200 something" and "100 something" on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.